Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that this report is related to the following MFR report numbers: 3005168196-2015-00923, 3005168196-2015-00924. Hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and ruby coils. During the procedure the px slim became kinked near the hub and was unable to deliver or pass coils through it. The physician used a new px slim; however, it was also kinked. The physician opened a third px slim and successfully delivered 21 ruby coils; however, one ruby coil was kinked. There was no report of an adverse effect on the patient.